Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s caregiver reported difficulty securing the ilet connector to the ilet device during a supply change. The connector could not be twisted or locked into place, even when tested without the cartridge installed. The agent instructed the user to discard the defective connector and replace it with a new one from the same supply set. The replacement connector functioned correctly, allowing the user to complete the supply change successfully. The caregiver confirmed no blood glucose (bg) impact, no interruption in insulin delivery, and no injury. The user declined a replacement supply shipment.